Event description:
Customer took reading of 270 mg/dl in the morning and ate 2 eggs, cereal with raisins, and strawberries. Pt took 5 units of humalog to compensate for the high reading and breakfast. Customers health care provider had instructed pt to take bg 20 minutes before eating. Customer states that they went into hypoglycemic shock, pt began hallucinating and passed out on the floor. Pt was able to take some pedialyte and call the paramedics who took a reading of 40 mg/dl with an unknown meter. Customer was then taken to the hospital and treated with intravenous glucose.